Manufacturer narrative:
Investigation summary: this complaint is linked with ID#252382. Add'l info has showed that a loose level sense screw for the sample probe was an assignable cause for the erratic result. The customer had installed new probes before the erratic occurrence but did not adequately tihgten the level sence clip screw, as indicated in axsym operations manual (feb 1996), section 9, subsection, component replacement. The manual also indicates that incorrect probe positioning, damaged probes, and bulk solutions dispensing improperly are all probable causes of results erratic, discrepant, and/or experiencing impression. Assay package inserts, under limitations of the procedure, state to evaluate results in conjuction with clinical observations of the pt. Additionally, a review of the june 1997 trending report (encompassing 12 months data) was performed for u.s. Complaints against the axsym analyzer. No adverse trends requiring further investigation were found. This is the final report.

Event description:
On or around 6/27/97, the account reported an erratic result for ck-mb, which was run on the axsym analyzer. When the sample was first run, a result of 3.7 ng/ml was given. The sample was repeated by the account and a result of 24.5 ng/ml was given, which was reported. On 6/30/97, the account repeated the sample again and received results of 8.3/8.1 ng/ml. Biorad controls were run at the account and were within specified ranges. According to the account, the pt sample was normal in appearance and a flag was not generated with the erratic result. The pt did not receive intervention based on the reported erratic result. No report of injury.